Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). Outcomes attributed to adverse event: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Device evaluated by MFR: not returned.

Event description:
Edwards received notification of a pascal ace precision procedure in mitral position. The guide sheath (gs) and implant system (is) were prepped according to IFU, deaired and there was no damage visible. There was transseptal puncture superior + posterior, and the wire insertion was in pv and groin pre-dilation with 22f dilator. The syringe was attached to the introducer until the wire was fully inserted in gs, then there was removal of syringe and gs insertion over wire and pushing into la with elevated handle of gs. The wire was pulled back in tip of dilator and then pulled dilator out of gs. There was less than one minute between removal of introducer and insertion of implant system - with water bridge. Is was inserted to gs according to IFU, implant just beyond handle, loader pulled back and aspiration of 45ml with less than 5ml air visible in syringe. Handle of gs turned to 12 o'clock to remove all remaining air visible in gs handle. It was flushed with 45 ml heparinized saline. Aspirated blood was returned to the patient through the central venous catheter (left groin, contralateral). Following insertion of first pascal ace during which at least 'large' 2 air bubbles (review echo images on details) emerged from gs tip into la and were carried away to the circulation (not visible thereafter anymore). No effects on patient noticed at all, no prolongation of implant procedure. According to physician opinion the amount of air cannot be tolerated in a teer procedure. Following implant procedure was successful with no other unanticipated events. Patient showed no negative effects at least 1 hour after implant procedure. After image evaluation review, there appeared to be air observed originating from the guide sheath as the pascal ace devices (both first and second) are advanced out of the guide sheath during the procedural tee. There are two pascal ace devices delivered. They appear to be in a stable position. Final residual mr appears qualitatively trace. No device related issues or concerns were observed.

Manufacturer narrative:
The complaint for inadequate aspiration, air remaining in device during insertion was confirmed with objective evidence. Air bubbles were visualized via evaluation of returned imaging. The complaint was confirmed, however a DHR review of the lot in question revealed no non-nonconformances. Evaluation of returned imaging revealed no evidence of device-related issues or malfunctions. Representative units from a similar complaint were utilized to assess the procedural steps indicated in the event description. The units were prepped per the event description before inserting into a pressurized hemostasis chamber. The units were then aspirated and maneuvered per the event description, and any escaped air was collected and measured. The measured volumes of air after 3 test trials fell within the range of historical design verification data. No procedural or device related issues could be identified. Potential root causes for the presence of air may include: omission of a flushing/de-airing step. Improper stopcock/syringe technique. Device-related defect that could not be confirmed due to the complaint units being discarded. However, a true root case is unable to be determined.

Manufacturer narrative:
Although there was no harm associated with this event, there is a potential for serious injury. Upon further review, the performance of the device as a contributing factor cannot be ruled out per the feedback from the physician performing the procedure.